Event description:
Hyperglycaemia[hyperglycaemia] in 2005 the patient increased their insulin dosage as their blood glucose level was elevated (value unknown). However, their blood glucose values kept rising and they were admitted to the hospital on the same day. They were treated with insulin (type unknown). The patient stated that the device had not delivered the dialed insulin units. However, when contacted for follow-up information, the patient stated that the device was working properly, but the piston was not connecting to the cartridge, so no insulin was being delivered due to operator error not device malfunction. The patient was not doing air shots prior to the injection, so they did not realise they was not getting any insulin. The patient had just recently started using the innuovo. They had been trained in the use of the device in a diabetes center. However they had not read the instruction booklet that came with the device. They stated that after the incident they read the instruction booklet for the device. The patient was discharged from the hospital on the 2nd day. They have recovered from the event and continues using the device with normal blood glucose values. The device in question will not be returned for analysis.